Event description:
It was reported that the unit turns on and off automatically.

Event description:
It was reported that the unit turns on and off automatically.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode could not be confirmed. Cosmetic inspection confirmed there were no outward signs of damage and also no loose parts/items. Initial power sequence included: powering up; confirming display activity; loading correct software; standby mode check; led light output; error code check; repeating sequence several times. All sequence tests repeatedly passed with no error codes being posted. Functionality testing included: standby/run mode cycling; variability of light intensity; esst/safelight scope disconnect; safelight/069 cable shake; lightcable/jaw interaction; front panel controls. All functionality tests passed. Measurements were taken on the lumen output and chromaticity, both within specification values. The logfile was reviewed, no errors found. Burn-in test: two hours of constant and power cycle did not produce any errors or failures. However, previous complaints of this nature were found to be caused by lint buildup on the beam sensor or possibly a loose electrical connection of the esst circuit. Inspection revealed that the esst screw was loose and making partial contact; this issue can cause unstable light output. During usage there is the possibility that the screw became loose from excessive movement of the light cable inside the jaw assembly. In sum, the product was returned for investigation but the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.